Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device, using the preclose technique, with a 6fr sheath prior to an interventional abdominal aortic aneurysm procedure. Reportedly, a proglide cuff miss was noticed. Another proglide suture was preplaced and the sheath was upsized to 10fr. After the interventional procedure the sutures of two successfully pre-placed proglide devices were used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.